Manufacturer narrative:
Section a4 - patient weight is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that although patient had stimulation, lead diagnostics showed that every contact had high impedances of 16.993 ohms and the ipg was unable to be set to MRI mode. Reprogramming was attempted. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored, and MRI mode was enabled.